Event description:
Adverse event(s): "no patient injury was reported" (no consequence or impact to patient). Product problem(s): "the probe was cutting poorly during testing" (failure to cut); "probe was used 6 months past the expiry date" (device expiration issue). The surgeon reported that the probe was cutting poorly during testing. The probe was switched out and the case was completed as planned. During the lot search the company complaint monitor observed the probe was used 6 months past the expiry date. The surgeon was contacted and stated there was no adverse event due to introducing the expired product to the sterile field. The customer was counseled on the potential risk factors concerning use of expired product. No patient injury was reported.

Manufacturer narrative:
The probe will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).